Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with bradycardia. It was noted that there were episodes of heart rates that were slower than programmed base rate. An interrogation revealed that the right ventricular (rv) lead had intermittent t wave oversensing after ventricular pacing and that was causing the pacing issue/bradycardia. In addition, a previous high threshold measurement was noted. The sensitivity was reprogrammed, and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.